Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, d5, g4, g7, h2, h4, h6 and h10. Based on the results of the investigation, the event likely occurred because of a malfunction to either the power supply board or control board.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be powered up and the image of the subject device was not displayed during the unspecified diagnostic procedure. The user changed to another similar device and completed the procedure. There was no report of patient injury associated with this event.